Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock. Technical services (ts) discussed the initial detection in the monitor only zone and redetection in ventricular tachycardia/ventricular fibrillation (vf). Anti-tachycardia pacing (atp) therapy was delivered then a shock was delivered. Ts discussed programming options to mitigate the issue. The physician decided to program the vt1 zone to 160, vt to 180, and vf to 220. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates that this device was explanted for an unrelated product performance issue (report # 2124215-2015-15181) and returned for analysis. No adverse patient effects were reported.